Event description:
A customer reported to the MFR that, after two yrs of wearing the comfort curve nasal mask, he has permanent red marks on his face and permanent nerve damage to his cheeks. The customer did seek medical attention. The MFR is continuing with its investigation into this issue and will submit a follow-up report when the investigation is completed.